Event description:
Customer stated that unable to open the jaw after exiting, and the staple cartridge stuck in the tissue and can't get it. Patient involved was (B)(6), male was w/o injury. The sample will be returned for investigation. No unanticipated tissue loss as a result of this problem. No tissue damage as a result of this problem. No blood loss of 500cc or more due to the product problem. Surgical time was not extended by more than 30 minutes due to the product problem. No adverse event reported as a result of any delay in surgery (i.e. An extension of the hospital stay, infection, etc.). No reinforcement material used in conjunction with the stapling device. The lot number was asku.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).